Manufacturer narrative:
H6: investigation conclusion code d1101 was removed and code d1102 was added. Code d1001 remains unchanged. H6: investigation findings c20 remains unchanged, correction to the statement provided in h10 of the initial report. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. H10: please discard the instructions for use (IFU) sent in the initial report. The correct IFU is: according to gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) it states "wherever appropriate, it is recommended that the endoprosthesis overlap the native vessel at least 1 cm beyond the proximal and distal margins of the lesion when treating stenotic or occlusive lesions. Endoprosthesis foreshortening should be taken into account to achieve the recommended lesion coverage."

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses in the infrarenal abdominal aorta and gore® excluder® iliac branch endoprostheses in the common iliac arteries. Reportedly, during case planning on november 7, 2023, it was discussed that a distal type I endoleak was highly likely due to the short length of the patient's internal iliac arteries (iia) bilaterally. The case planning team discussed coiling the iias and extending distally into the external iliac arteries. However, the decision was made to attempt to maintain the iias due to the young age of the patient. Therefore, the physician opted to place gore® viabahn® vbx balloon expandable endoprostheses (vbx) in the patient's iias bilaterally during the procedure on (B)(6) 2023. As expected, due to the patient's anatomy, distal type ib endoleaks were observed bilaterally on the vbx devices. The physician plans to reintervene at a later date to coil the iias and extend distally. There were no further reported issues. The patient tolerated the procedure.

Manufacturer narrative:
H6 code b20: the device remains implanted and was therefore not available for engineering evaluation. H6 code c20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. According to gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU) under the warning section, it states "special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an infrarenal abdominal aortic aneurysm using gore® excluder® conformable aaa endoprostheses in the infrarenal abdominal aorta and gore® excluder® iliac branch endoprostheses in the common iliac arteries. Reportedly, during case planning on november 7, 2023, it was discussed that a distal type I endoleak was highly likely due to the short length of the patient's internal iliac arteries (iia) bilaterally. The case planning team discussed coiling the iias and extending distally into the external iliac arteries. However, the decision was made to attempt to maintain the iias due to the young age of the patient. Therefore, the physician opted to place gore® viabahn® vbx balloon expandable endoprostheses (vbx) in the patient's iias bilaterally during the procedure on (B)(6) 2023. As expected, due to the patient's anatomy, distal type I endoleaks were observed bilaterally on the vbx devices. The physician plans to reintervene at a later date to coil the iias and extend distally. There were no further reported issues. The patient tolerated the procedure.